Manufacturer narrative:
All operating currents are within specification. The insulin pump passed functional tests. No blank display noted. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 157 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer was advised to install a new battery on the insulin pump. The customer reported that the display of the insulin pump did not return. The customer was advised to clean the battery cap of the insulin pump. The customer reported that the display of the insulin pump did not return. The customer also reported scratches on the display of the insulin pump. The customer also reported that they could still read from the insulin pump screen prior to the blank display on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.